Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the hypotension was related to the patient's pre-existing medical conditions. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. After the procedure, the patient experienced hypotension while coming out of anesthesia and was transferred to the cardiac care unit. In the opinion of the physician, the hypotension was caused by the patient's low ejection fraction and severe cardiomyopathy. The patient was treated with vasopressors and discharged on (B)(6) 2024. The patient passed away on (B)(6) 2024, and the cause of death was currently unavailable. It was noted the patient had been taking their medications appropriately.